Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3: reference MFR. Report : 3006705815-2019-01248; 1627487-2019-04164. It was reported patient experienced ineffective coverage of pain and wanted his system explanted. To address this issue patient underwent scs explant system.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2019-01248. 1627487-2019-04164.